Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the ok keypad button was under-responsive. It was noted that the keypad was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: upon inspection, it was noted that the ok and contrast buttons were unresponsive, while arrow buttons were under-responsive. Contrast button was torn and contact was missing. The keypad cover was removed and contamination was observed under all contacts with the exception of the contrast button. Unrelated to the original complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).